Manufacturer narrative:
(B)(6). Results: upon evaluation of the customer two returned samples, the customer¿s product issue was not observed during visual inspection of the tube and rubber stopper. The samples were tested for draw and there were no issues removing the tube from the holder. The samples were also inspected for any visual defects, none were identified. Draws were within specification requirements. Conclusion: bd was unable to confirm the customer¿s indicated failure mode because the defect was not observed in the sample. (B)(4).

Event description:
The cap of the bd vacutainer® plus plastic whole blood tube, bd hemogard¿ was disconnected at the time removing the tube after blood collection. There was no report of injury or medical intervention